Event description:
The customer alleged that the device became inoperative while on a patient. There was no patient harm or change in therapy as a result of the malfunction. The customer's biomed department inspected the device and could not duplicate the alleged malfunction. The device passed 3 days of run-in and testing with no anomalies.